Event description:
The operator heard sparking or arching noises coming from the inside of the axsym analyzer. The account also noticed an unusual smell from the axsym analyzer. The operator unplugged the axsym analyzer. No visible smoke or flames were seen. No injury was reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Manufacturer narrative:
A customer observed an unusual smell and heard sparking in axsym s/n (B)(4). The axsym also generated error code 8301, system shutdown initiated by power failure, and had powered itself on and off. An abbott field service representative (fsr) found the power cord and the electrical receptacle used for the axsym power supply was out of specifications. The customer is now using the proper power cord and the proper electrical receptacle. The fsr replaced the power supply, and adjusted a misaligned stepper driver assembly. A product labeling review found the abbott axsym system operations manual and the axsym service and support manual contain adequate information for the described issue. The review also found the safety hazards memo contains adequate information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against electrical shock or burn, excessive temperature, and spread of fire from the equipment. A historical/quality data review of 12 months of complaint documentation, and tracking and trending and metrics did not identify any adverse or non-statistical trend of an axsym power supply assembly issue. The review also found no service history issues for axsym serial no (B)(4), and no additional documentation of any power supply assembly issue for the axsym analyzer. No systemic deficiency or adverse trend of an axsym power supply assembly issue was identified during this evaluation, and no further investigation is required.